Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss in the pump and outer layer of the prosthesis torn. All components were removed and replaced. There were no patient complications reported.